Manufacturer narrative:
Manufacturer's ref# (B)(4). Trended case device investigation: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Investigation is still in progress; a final report will be submitted upon completion. On 20-jun-2023: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: the chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation 0378080 clin eval plan&rpt, wl acc and risk/benefit conclusion herein are sufficient. Risk register conclusion: known risk. Risk control in place and checked. Deemed to be acceptable. Manufacturers investigation is final. This is a final report.

Event description:
On an unknown date ((B)(6) 2023 best estimate) charger was plugged into bathroom wall outlet and the back connection melted. Original equipment was used. There has been no harm to the patient or property.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Trended case device investigation: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Investigation is still in progress; a final report will be submitted upon completion.

Event description:
On an unknown date (april 2023 best estimate) charger was plugged into bathroom wall outlet and the back connection melted. Original equipment was used. There has been no harm to the patient or property.